Manufacturer narrative:
Batch review performed on 23 march 2021: lot 1906924: 225 items manufactured and released on 14-nov-2019. Expiration date: 2024-10-29. No anomalies found related to the problem. To date, 220 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs département: early onset of generalized pain, 1 year after primary cementless tha. The reason could not be explained. We did not get proper radiographs, so component fitting and sizing could not be judged. There is a reported doubt of infection, which could be a reasonable explanation. All implants were changed, but no determination of the cause of pain was reached. We can draw no conclusion on this event. No evidence of malfunctioning devices. Other devices involved: batch review performed on 23 march 2021: liner: versafitcup cc trio 01.26.3244hct flat pe hc liner ø 32 / e (k103352)lot. 1906153: 168 items manufactured and released on 31-july-2019. Expiration date: 2024-07-17. No anomalies found related to the problem. To date, 166 items of the same lot have been already sold without any similar reported event. Stem: quadra-h 01.12.020 cementless, ha coated std stem size 0 (k082792)lot. 1906960: 66 items manufactured and released on 13-nov-2019. Expiration date: 2024-11-04. No anomalies found related to the problem. To date, 47 items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115)lot. 1907346: 269 items manufactured and released on 21-jan-2020. Expiration date: 2025-01-08. No anomalies found related to the problem. To date, 252 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 1 year after primary for hip pain during walking. All implant revised successfully. The reason of pain is unknown.